Manufacturer narrative:
The field service engineer found crystals formed on the cuvettes. The cuvettes were replaced and the cuvette surface was cleaned. Precision testing was performed and was within specifications. The investigation determined the issue was due to the humidity level in the lab which can cause crystals of ecotergent. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The field service engineer replaced the cuvettes, which appeared to resolve the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable urea/bun results from the cobas 8000 c702 module. Sample 1 initial result was 9.06 mmol/l the repeat results were 35.84 mmol/l and 35.72 mmol/l. On (B)(6) 2024, sample 2 initial result was 0.85 mmol/l. The repeat results were 14.61 mmol/l and 14.67 mmol/l. The final repeat results were believed correct and were reported outside of the laboratory.